Manufacturer narrative:
This event occurred during an unspecified date of 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an inability to make a connection using a vented paclitaxel set. This was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.